Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call issue with the sensor cannula being bent. The customer¿s blood glucose was 326 mg/dl at the time of incident. Customer¿s parent stated that the sensor cannula was bent and it was very short. The product is not expected to return for analysis.